Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1w5um, implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1w5um, ubd: 09-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient stated they had their  implanted system (lead and ins) replaced yesterday on (B)(6) 2021 because the wires moved. Pt stated they fell last year or the year before and stated they were told the fall is what caused the wires to move.